Event description:
It was reported that while the surgeon was putting a pin through the femoral jig, the silver insert in the pinhole broke off the instrument. The femoral jig is being returned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the physical product was able to confirm the complaint. The pin bushing is missing from the distal gig and it is not intended to be removed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.